Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation: the device was inspected. As a result, phenomenon was not reproduced. Olympus could not identify the cause of the damage of the ultrasonic probe from the information became available in the investigation results and this complaint. Olympus did not observe a defective part, which seemed to have contributed to the occurrence of the phenomenon reported by the customer, in the device inspection results and source evaluation summary. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the ultrasound gastrovideoscope had foreign objects lodged inside. The procedure was unknown. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.